Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify low battery alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, battery tube and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. Customer stated that she noticed that battery compartment looks like it was burned or exposed to heat no matter which battery she use it still giving her low battery alarm. Customer already used 4 new batteries. Customer also stated that insulin pump had blank display also noticed battery cap was damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.